Manufacturer narrative:
E1: patient country: japan. Name: (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient had hyperglycemia event on (B)(6) 2026 and was treated with correction through bolus.